Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During a routine implant of an implantable pulse generator (ipg) and this lead, the physician attempted to reposition the lead and the screw would not release. During the process the helix tip (screw) became straighten and removed a piece of patient tissue. * the physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.